Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message during the load sequence; details were unable to be provided. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information available.